Event description:
Pt's family member alleged that the pt was admitted to the hospital in 2008 for an infection. The pt had been on v.a.c. Therapy four eight days in the same month.

Manufacturer narrative:
According to info provided by the physician's nurse, the foam dressing was allegedly not applied properly in the deep wound which may have caused fluid to collect under the dressing. According to the physician's nurse, the alleged improper dressing application, not a product malfunction, required the pt to have surgical debridement and hospitalization for three days (2008). The physician's nurse also stated that the pt was discharged from the hospital on bactrim for a urinary tract infection, not a wound infection. No further info was obtained from the physician's office. Info provided to kci from home health supervisor indicates that the pt had a slight temperature on the first day, but no other signs or symptoms of wound infection. According to the home health supervisor, the drainage was serous with no odor. The supervisor of the home health agency stated that she does not believe v.a.c. Therapy contributed to the alleged infection. Based on the info provided, v.a.c. Therapy did not cause or contribute to the alleged infection nor was a product malfunction reported. This incident is being reported as the pt required medical intervention allegedly due to user error. V.a.c. Labeling states in the dressing application instructions, "gently place foam into wound cavity, ensuring contact with all wound surfaces. Do not force v.a.c. Foam dressing into any area of the wound. Note: ensure foam-to-foam contact between adjacent pieces of foam for even distribution of negative pressure."